Event description:
The customer stated that the insulin pump vibrated, then had a blank display after it was submerged in water. The customer stated that there is water inside the liquid crystal display. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.